Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, defective power button was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, defective power button was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it is likely the cause is related to a defect associated with the design of the power switch. A design change of the power switch was implemented to improve its resistance. The design change was confirmed to have been made and the modified products were shipped starting from (B)(6) 2013. The reported device was manufactured prior to the application of the design change. Olympus will continue to monitor field performance for this device.